Event description:
It was reported that after the ptd was inserted and activated for approximately 30 seconds, the basket separated from the torque cable. The basket was removed using a snare. There were no further complications.